Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-sep-2025, the user reported being stuck on the ¿fill tubing only¿ screen and was unsure how they reached it. The user¿s blood glucose (bg) was 66 mg/dl by fingerstick and 59 mg/dl on the ilet. The agent guided the user through exiting the screen, reconnecting the infusion set, and explained that insulin delivery automatically suspends during lows. The user treated the low with half a cup of soda, and after 15 minutes, bg rose to 76 mg/dl. The lowest blood glucose (bg) recorded was 66 mg/dl. Bg was corrected with soda. No symptoms were experienced, and no medical intervention was required at the time of call.